Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Patient was revised to address dislocation. Doi: (B)(6) 2011 - dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event; however, soft tissue laxity is suspected. Product error not identified. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This information was previously reported in error under MFR# 1818910-2020-03774 due to record duplication. This is being reported now under MFR# 1818910-2012-09860. (B)(4). Initial reporter occupation: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed unstable recurrent instability of the right hip. Operative notes indicated clicking and multiple dislocation. Doi: (B)(6) 2011 dor: (B)(6) 2012 right hip 2nd revision.